Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed quality control (qc) data, and results were within range. The specialist was informed that no other patient sample was affected and no processing errors occurred while processing the sample. The specialist ran service method testing (smt) and determined the sample 1, and reagent 2 mix errors were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample 1 and reagent 2 mixer and auto-aligned the arms. A quick check and server 1 smt test were performed, and service tests passed. A qc run and a glucose precision test were performed, and the results were acceptable. The cause for a falsely depressed glucose (glu) result on one patient sample is unknown. The instrument is operational and performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on the dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The instrument performed an auto re-run of the sample, and the result was 80 mg/dl. The customer used the same sample to perform repeat testing on an alternate dimension vista instrument. The repeated result was 82 mg/dl, and the customer decided to report the result of 80 mg/dl to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed glu result.